Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the emergency room (ER) at uniklinik duesseldorf and saw frau dr. Foerth who diagnosed them with hyperglycemia. When measured at the hospital, the blood glucose level was 700 mg/dl. The pod was worn between 25 and 36 hours. As treatment, a new pod was placed prior to going to the ER. In addition, the patient reported skin inflammation at the infusion site (hip/buttocks). The infusion site was hard, painful, bleeding, red and had purulent discharge. The patient was using betaisodona for treatment. It is unknown whether or not the ointment was prescribed. The patient was at the hospital for 3 hours.